Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side ¿capsular contracture baker grade iii/IV¿. Device has explanted and replaced.

Manufacturer narrative:
The device was determined to be non-allergan and this record is no longer reportable to the FDA. Additional, corrected and/or changed data: b.2, b.5, d.3, d.4, g.1, g.4, h.6

Event description:
Capsular contracture baker grade iii/IV is no longer reportable to the FDA as the device is non-allergan.